Event description:
Customer experiencing an on-going issue with igm, iga and phosphorus assays. She states two patients were involved, units of measure not provided. Patient 1, initial iga result 336.6, repeated twice gave 249.3 (reported result) and 244.0. Patient 2, tested (B) (6) 2009, initial igm result gave 120.0, repeated twice gave 80.1 and 81.0 (reported result). Patients were not adversely affected.

Manufacturer narrative:
The field service representative determined system contamination to be cause of the issue and he performed decontamination procedure, checked and adjusted all water volumes and he checked and adjusted all dispense volumes. He verified analyzer operation by performing a precision check.